Event description:
Notified by fmc canada of this product problem. Stated complaint is "blood leak out of header" with first use of the product. Circuit discarded. Pt info requested; reported as not available. Blood loss volume 250cc. No sample available. Co not made aware of any adverse effects to the pt or whether medical intervention was required. MDR filed due to blood loss reported.